Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, the device logs were reviewed. The cause of the battery failure alarms was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that, during testing, the automated impella controller (aic) experienced a battery communication failure yellow alarm with no resolution specified. No patient involvement.